Event description:
An attempt was made to deploy a 3.5mm diameter x 24mm length endeavor rx drug eluting coronary stent in the rca #1. The target lesion, located in the rca # 1-3, was described as moderately tortuous, severely calcified with 75% stenosis and was pre-dilated. It was reported that the balloon of relevant device ruptured. The relevant half inflated stent was post-dilated with another manufacturer balloon dilatation catheter. Prior to this, three other endeavor rx stents were deployed at rca #1-3; however, the balloon of two of the three sds ruptured (MFR report# 2953200-2009-01251 and 01253) and the half dilated stents were post-dilated with two nc sprinter rx balloon catheter which also ruptured at 15 and 18 atm (MFR report# 2953200-2009-01252 and 01254). One endeavor rx stent was deployed at target lesion with no issue reported. The physician commented that no issues were noticed during preparation of the medtronic devices involved in this event. He also commented that pointed part of the diffuse stenosis might have caused the series of balloon ruptures. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The stent was not present on the inflated balloon. A small amount of blood residue was evident inside the inflation lumen just proximal to the balloon bond. Visual inspection of the balloon showed that the balloon material was scratched and damaged. Negative purge on the device confirmed the presence of a leak as a continuous stream of air was emitted from the device. Attempts to pressurize the device to 9 atms failed and the device failed to hold pressure. Liquid was confirmed to be exiting through the balloon material at a site of damage on the proximal balloon pillow. Communications from the account confirmed that there were no issues encountered with the device during preparation. Based on the damage to the balloon material and the hole evident on the balloon, it appears most likely that the presence of severe calcification in the target vessel most likely caused the balloon damage that resulted in the balloon leak. Balloon rupture is also listed as an inherent risk of a pci procedure.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (balloon ruptured), (calcified plaque present at lesion site). (B)(4) (secondary intervention: the half dilated stent was post-dilated with a balloon catheter).